Event description:
Customer reported via phone call that the sensor and a blood glucose reading is 160 mg/dl.

Manufacturer narrative:
Inspected one opened/used sensor, performed resistance test; passed per specifications. In addition, performed bicarbonate test; sensor passed with accurate readings. We were unable to confirm adhesive anomaly due to sensor being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.